Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection it was noted that the jaws would not close. This is a known failure mode and is being investigated in CAPA-00348.

Event description:
On 06/02/2022, it was reported by a sales representative via sems that an ar-13999mf fastpass scorpion had an issue. Upon using on the first case, the inner mechanism seemed to have broken and the jaws did not close fully. This was discovered during use with no impact to the patient. Additional information was requested. On 06/06/2022, the sales representative stated the following information via phone: this event occurred during a rotator cuff repair on (B)(6) 2022. Only the inner mechanism seemed to have broken, the scorpion could not close fully, and no piece of the instrument broke off inside the patient.